Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the aortic dissection was triggered by stj injury during valve dilation, which may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, during tavr procedure of a 26mm sapien 3 ultra resilia valve, aortic dissection occurred and eventually the patient passed away. The valve was deployed in 80:20 aortic/ventricular position with 1ml less than nominal volume. Although there were no particular abnormalities immediately after valve deployment, an echo revealed that acceding aortic dissection while preparing to return to the operating room. Since the patient's vital signs were stable, it was decided that treatment plan would be decided after taking a CT scan. One day after tavr procedure, the sales rep received the information that the patient was eventually passed away after open heart surgery for treatment of aortic dissection. Per the medical opinion, dissection of the stj (3 mm above the rca) was observed during open heart surgery. The physician wonders if it would have been better to expand the 26mm valve with -2ml less than nominal volume. Additional information was obtained from the sales rep that the aortic dissection was triggered by stj injury during valve dilation. It was narrow stj case and calcification of the aortic valve and sinuses of valsalva was minimal.